Manufacturer narrative:
A lot history review (lhr) of ngwl1477 showed one other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the patient.

Event description:
Patient's mother alleges that what she described as mold being inside the tube that holds the water for the balloon inflation of her son's feeding tube. She stated that the growth reportedly appears within 2-3 weeks after having the tube in place.